Event description:
Ph paper produced by micro essential laboratories does not place an expiration date on the holder. Catalog number is 51. This paper is used for pt care and it does expire. The company has been contacted, but refuses to add an expiration date.